Manufacturer narrative:
The date of event was sometime in 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was received without a sponge in it. This was noted prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. The reported condition was verified based on the visual inspection. The sponge was not found in the cap during the visual inspection. The cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.